Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported an anterior capsule tear while removing the cortex during laser assisted cataract surgery. A sulcus lens was placed in the eye to complete the procedure. No additional information available.

Manufacturer narrative:
After review of reported event, there is no evidence indicating that the integrity of the anterior capsule was compromised by the performance of the system. Based on assessment, the product met specifications at the time of release. With no additional information, the reported event cannot be confirmed. The root cause cannot be determined conclusively. (B)(4).